Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and is insufficient to confirm the events described in the complaint. It was confirmed that this issue was discovered in the hospitals engineering department when the pump was being tested. The engineer has confirmed that the defect was found during routine servicing. After several attempts, the reported device was not returned to brézins for investigation. No more information was provided and without the involved pump no investigation could be performed. The fk market unit confirmed that the hospital found that it was an error when selecting, therefore this complaint is most likely due to user error. This complaint is considered as use error. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Pump should default to 450mmhg which is in the configuration data set report but it is defaulting at 750mmhg. More follow up information is needed to complete the investigation.